Event description:
It was reported the intraocular lens was removed and replaced 5 weeks after implant due to the patient's intolerance of their anisometropia (unequal refraction).

Manufacturer narrative:
The device was received cut in pieces precluding diopter measurement. Prior to release the lens met all manufacturing specifications. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The intraocular lens has not been received for analysis. The lens met all manufacturing specifications prior to release. A review of the implant database shows the initial implant of 22.5 diopters was replaced with a 24.5 diopter lens of the same model. This suggests the lens was not the cause of this event. A supplemental MDR will be filed as necessary when additional reportable information becomes available.